Manufacturer narrative:
(B)(4).

Event description:
The following info was reported in MFR report # 3004209178-2010-07198: it was reported that on (B)(6), 2010, pt's incision wouldn't close and that she had two big holes in her stomach. She was scheduled to have surgery (B)(6), 2010 to have her device moved to a different pocket. Pt stated that her back had been dripping since the surgery. Pt had a new pump and catheter implant three weeks prior. MRI was done at the (B)(6) and the pump was replaced at the beginning of (B)(6). On (B)(6), 2010, it was not possible to establish telemetry. There were sources of potential electromagnetic interference. When the pt was moved from hospital bed to a chair, this issue was resolved. Any additional info will be reported in this MFR report. Additional info received (B)(6), 2010: the pt had "some issues" with the current pump hcp: the hcp failed to treat the pt's "spinal headache" twice with blood patches. The pt was then treated by a neurosurgeon. The neurosurgeon informed the pt that she had an infection as well as a csf (cerebrospinal fluid) leak; the pt was treated by the neurosurgeon for these issues. The medtronic employee was attempting to locate hcps closer to the pt's home who could assist the pt. The pt was in bed "recuperating" and requested a new managing pump hcp.